Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, undersensing was noted in a right ventricular (rv) lead. The rv lead remains implanted but inactive and was replaced during an unrelated procedure and the patient was stable.